Manufacturer narrative:
Faciltiy reported, unspecified malfunction of vapotherm unit over 7 hrs, with increasing desaturation in a male neonatal pt. Pt condition improved immediately when vapotherm unit was replaced with a unit that was working correctly. Vapotherm was not notified of a reportable incident. The unit was subsequently sent for repair (2004) with a complaint that it failed to alarm in the absence of gas flow. The biomedical technician was unable to confirm the user complaint, but found user-related damage to a gas tube that could have led to the reported pt desaturation. The tube was replaced. In addition, an internal sensor was replaced as a preventive measure, and some internal corrosion was removed. These were unrelated to the pt event. The unit passed pre-shipping inspection and was returned to the hosp the next day.

Event description:
Hosp reported unspecified malfunction associated with progressive oxygen desaturation in pt. Malfunctioning unit was replaced after 7 hrs with immediate improvement in pt condition.